Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead found no anomalies on the lead. X-ray examination found the over torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable throughout the procedure.